Event description:
The pt called alleging the test strips fell out of range using the control solution. The test strips were in good condition and not expired. The control solution was opened less than three months ago. The test strips failed twice using the contrl. Solution. The pt had taken insulin based on the meter readings. The meter, control solution, and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, but has not yet received them.